Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was noted to be triggering inappropriate ams episodes due to far field r wave oversensing. The device was reprogrammed. The patient condition was well before, during and after the event.